Manufacturer narrative:
Only photo & video were returned. Returned photos show an implanted intraocular lens (iol). There appears to be a dark line/mark on the optic. Received video shows an iol implantation. When the nozzle comes into view, it is inserted into the wound. As the iol passes through the nozzle tip the trailing haptic and part of the optic appear to have been overridden by the plunger. As the iol enters the eye and begins to unfold it appears to be folded incorrectly; one side of the optic appears to be creased/misfolded. As the iol is manipulated into position the creases dissipate. There appears to be lines/marks on the optic. The reporter stated the use of a non-company viscoelastic. This is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, two cracks were found in the iol optic during insertion. According to the reporter the device was set up and implant was performed as usual. The doctor said that the way the iol was folded and wrinkled was different from usual. The staff member who set up the preloaded device also confirmed that there was no problem with the amount of ophthalmic viscosurgical device (ovd), and no problem with the handling of the ovd. After reviewing the photos the surgeon confirmed that, one crack was found in the center of the lens. According to the surgeon, in the situation that the pupil was not dilated, the crack was hidden by the iris, so there was no need to remove it, and there have been no complaints from the patient. According to the surgeon he/she has never seen a case where the lens crack is only in the center, not from the edge. Thus, wondering how this could happen. The second crack was at the base of haptic and was not visible even when the pupil was dilated. The surgery was completed without product replacement. There was no patient harm. The lens remains implanted.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Returned photos show an implanted iol. There appears to be a dark line/mark on the optic. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).